Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. The customer contact reported that after the primary tubing set was primed with an unspecified volume of normal saline, the cassette of the tubing set was loaded into a plum pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the clave secondary port of the primary tubing set for piggyback delivery of an unspecified concentration of cytoxin. It was reported that after the secondary tubing set was connected to the clave secondary port, approximately 50ml of solution leaked onto the floor from a crack in the semi-rigid female adapter of the secondary port. The solution that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.